Event description:
It was reported that the device would power on and off by itself. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported intermittent failure. No power off or resets were observed. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure cannot be determined.